Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The present screwdriver was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description and without the broken fragment we are not able to determine the cause of this occurrence. We can only assume that a mechanical overload caused this occurrence. Based on the used appearance of the screwdriver wear and tear could also have played a certain role. Thus we cannot determine the cause of this occurrence.

Event description:
It was reported that the guide pin of the screw driver shaft broke in the patient while being used for the final tightening of the locking caps with a torque limiting handle. A shard of metal that broke off has been discarded. This is report 1 of 1 for (B)(4).